Event description:
It was reported by the user facility to terumo cardiovascular that during cardiopulmonary bypass procedure, the centrifugal pump lost flow. The user facility stated they are not sure if it was the pump or venous bag collapsing that caused lost flow. The product was not changed out, surgery completed successfully.

Manufacturer narrative:
Terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. For this reason, terumo references unk in evaluation codes. (B)(4).